Event description:
Male patient hospitalised for extended period of time pelvic abscess drained in theatre cavity wound/open area on hip and buttock - described as 'vertical letterbox' with sinus situation: commenced renasys with gauze patient became increasingly unwell, sadly passed. When renasys stopped and gauze packing removed a reservoir of pus had pooled behind the gauze

Manufacturer narrative:
The complaint is unconfirmed because the circumstances cannot be duplicated and no samples or devices were received for evaluation. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the pooling. The complaint details do not state whether a blockage alarm was triggered. In order for a blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded and an alarm would have been be triggered within a specified period of time. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. There is no indication from the complaint description that the pump was malfunctioning however this cannot be verified since the device was not returned for evaluation. It is unclear with the information provided what the past medical history of the patient is and if the patient was admitted with a documented local or systemic infection, as well as their past medical history. In accordance with the clinical guidelines, a gauze dressing and wound should be assessed and changed within 48 hours of the initial placement and then a minimum of every 72 hours thereafter. Our medical advisor reviewed the available information, and provided the following comments: " without more clinical information I would find no basis for the presumption that the patient's death was related to the device." Multiple attempts were made by smith & nephew to obtain additional information. To date, there has been no additional information provided, nor has the device been received for evaluation. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys-g/p sml gauze kit.